Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had intermittent button response due to moisture damage on the keypad traces. No unexpected numbers ramping during testing. The device had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.